Event description:
A reporter called to report that he has purchased five different face mask from amazon.com and they make him sick. Report states that he has dizziness, and gets nauseous when he wears a mask. " someone needs to tell me which mask I should wear that will not make me sick".